Event description:
Additional information received per the medical records indicate that the patient has a history of severe ileofemoral deep vein thrombosis (dvt) presenting with severe pain and swelling of his left lower extremity. The filter was deployed via the patient's right common femoral vein. During the procedure a venogram showed that the common femoral vein was completely occluded. The pulse spry technique was used to clear the area. The patient became very combative and had to be heavily sedated. Then as aspiration was done and another venogram. It revealed residual stenosis at the junction of the common iliac vein and the inferior vena cava (ivc). It was ballooned repeatedly throughout. It looked much better, but there still seemed to be residual clot in the common iliac vein and a clot up into the filter area. The procedure was repeated and it looked better. The channel was wide and the filter still had a clot in it. At that time it was determined not to implant a stent since the common iliac vein appeared to have no discrete stenosis. There was a residual clot , but it was not limiting the flow. The procedure was terminated. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc)(perforation abutting organ), filter tilt and perforation of filter strut(s) into organs. The patient continues to experience worry, anxiety. The patient became aware of the reported events approximately ten years and three months after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation abutting an adjacent organ, and perforation into an adjacent organ. The patient reported becoming aware of these events approximately ten years and three months post implant. The patient also reported worry and anxiety related to the filter. According to the medical records the indication for the filter implant was severe iliofemoral deep vein thrombosis of the left, presenting with severe pain and swelling. The filter was placed via the right common femoral vein and deployed in the ivc. The patient was then placed in the prone position and performed mechanical and pharmacological thrombolysis of the common femoral and iliac vein. There was residual stenosis at the junction of the common iliac vein and the ivc which was angioplastied with a cordis optapro balloon. It was ballooned repeatedly throughout, but there still seemed to be residual clot in the common iliac vein and a clot up into the filter area. The procedure was repeated, and it looked better, the channel was wide, and the filter still had a clot in it. At that time, it was determined not to implant a stent since the common iliac vein appeared to have no discrete stenosis. There was a residual clot, but it was not limiting the flow. The procedure was terminated. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation abutting an adjacent organ, and perforation into an adjacent organ. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, perforation abutting an adjacent organ, and perforation into an adjacent organ.